Manufacturer narrative:
(B)(4).date sent: 2/18/2025.d4 batch #: unknown.d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the device could not grip the tissue probably the alignment was dislodged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 3/19/2025 d4: batch # a9dd3p correction d4. Primary UDI number investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 5dsg instrument was returned with no damage in the external components. In addition, the packaging opened was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any grasping issues. Upon functional testing of the device, it grasp the test needle as intended; no anomalies were noted. The instrument was tested and functioned properly as it did open and closed without any difficulties noted. The end effectors were inspected and no broken parts were noted. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the instrument performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the instrument that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.